Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, stent obstruction, and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. Each reported event (hyphema, stent obstruction, inflammation, pas and pupil irregularity) is an established risk associated with the device usage and does not constitute a potential new harm or new hazard. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema, stent obstruction, inflammation, pupil irregularity and pas) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following an uncomplicated cataract plus trabecular microbypass stent system procedure, the patient presented on postop day one (1) with a micro-hyphema. Additionally per report, during week one (1) postop examination, the patient presented with inflammation (2-3 clock hours) observed where the stents were placed causing the angle to narrow and the pupil to become distorted. The surgeon conferred with glaukos medical monitor who reiterated that the patient underwent uneventful procedure. However, a layered clot was noted over the stents after resolution, including iris adhesions covering both stents with small pupillary distortion not subjectively noticeable. The patient was reported as ¿doing well with a perfect vision and fine iop¿. The surgeon will continue to monitor patient. Per report, there was a discussion on approaches to prevent iris adhesions. Additional information has been requested.